Manufacturer narrative:
Other applicable components are: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for gastric stimulation and gastrointestinal/pelvic floor. It was reported that the patient showed up in the doctor's office with worsening symptoms. The doctors checked her impedance with the clinician programmer (cp) and found it to be out of range. Upon checking further he found that her overall impedance was approximately 3200. The doctor planned on taking her back to the operating room and tightening the set screws. Hopefully that would alleviate the program. It was unknown what environmental/external/patient factors might have led to the issue. The issue was not resolved at the time of this report. No surgical intervention occurred. One was planned but it had not been scheduled. The rep later checked the patient today, (B)(6) 2016, before her surgery and her impedance was around 3200. Lead 3 was out of range at about 3400. The doctor tried to tighten the set screws, which lowered her impedance to around 2500 but still out of range. The doctor tried replacing the battery, which lowered it down to around 2000. He then removed both leads, which he felt had migrated away from the stomach. He placed 2 new leads and a new battery. The final impedance was 543.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.